Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and no hardware parts replaced and calibration was then performed. It was confirmed after the procedure that the accuracy had improved. B01,c10,d18,g02008 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported when verifying the accuracy of the imaging and navigation system, and a 1mm deviation in the caudal direction was identified. Calibration was then performed. It was confirmed after the procedure that the accuracy had improved. No patient was present at the time of event.